Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the ac power adapter to resolve the issue. The device was returned to the customer for use. The ac power adapter was not returned to stryker for further evaluation. However, stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries.

Event description:
The customer contacted stryker to report that their device experienced an incomplete boot cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There were no adverse consequences to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that their device experienced an incomplete boot cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.